Event description:
On (B)(6) 2013, the reporter contacted animas alleging button/keypad (tactile change prior to damage) issue. It was reported that the up arrow is intermittent and does scroll up fast at times. This issue was noticed for over 3 weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.